Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-09433. It was reported the patient¿s ipg pocket site and midline lead incision sites are infected. The patient underwent surgical intervention on (B)(6) 2018, where the physician washed out both incisions and closed the incisions back. The patient is being treated with IV antibiotics for 30 days. Culture results showed no growth.

Event description:
Device 1 of 2 :reference MFR. Report#: 1627487-2018-09433. Follow up information identified the issue has resolved.